Event description:
Error message while using blood glucose monitoring device. Upon further investigation, reporter alleged there were digits on the test strip vial that were scratched and not completely legible. Reporter alleged some of the digits were partially present on the test strip vial . A request was made for the return of the suspect product and replacement product was sent.